Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10mg/ml at 5.495mg/day), clonidine (300mcg/ml at 162mcg/day), bupivacaine (30mg/ml at 16.39mg/day), and baclofen (90mcg/ml at 48.6mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was at home on his couch when he heard the pump alarm. A motor stall was seen at initial interrogation. The event logs indicated that a motor stall occurred earlier in the day. The patient had not recently had an MRI. The patient was in a lot of pain which had come on suddenly and was in the emergency room receiving IV (intravenous) medication. The reporter was planning to follow-up with the patient's managing hcp.

Event description:
The consumer reported that the pump failed on (B)(6) 2016. The pump was replaced with a competitor's product on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.